Event description:
During a schedule removal of a foley catheter, balloon would not deflate with syringe and after cutting catheter. Pt was taken to fluoroscopy and catheter balloon was successfully deflated without any further complications being reported.